Event description:
It was reported that during a retrieval of a vena cava filter, the marker band came off and slide down but was still on the system. It did not come completely off, so the dr removed the system with the detached marker band and used a different one to complete the procedure. No injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the manufacturing process and the quality control testing, including all marker band tensile testing. This lot met all release criteria. This is the only event reported to date for this manufacturing lot number. The returned sample was evaluated. The sample was returned with the dilator fully inserted inside the introducer sheath. The dilator was removed with some resistance and could not be reinserted due to the position of the marker band. The dilator length, as well as the introducer and dilator outer diameters were measured and found to be within specification. The introducer sheath appeared to be stretched and this was confirmed by actual measurements. It was confirmed that the marker band was still attached to the catheter, but had moved up the introducer catheter from its original position. It is unknown if procedural issues may have contributed to this event, such as pre-dilating the vessel, as the IFU instructs. The current IFU states: equipment required 12f dilator. Predilate the accessed vessel with a 12f dilator. The root cause of this event is unknown.